Manufacturer narrative:
The returned device was evaluated and the pod was received with the formed needle extracted out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. The download data showed an 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 2692 pulses before getting deactivated.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours they experienced pain at the insertion site (hips/buttocks). Upon removal of the pod from the infusion site the needle was found to not have retracted upon initial activation.